Manufacturer narrative:
(B)(4). Batch # m5695p. The analysis results showed that one gst60b reload was received partially fired 2/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify what was meant by, "driver did not drive up all staples?" When the driver did not drive up all staples, was the firing completed and staples were missing from the staple line? Or, did the device partially fire and stop (staple line and cut line approximately equal in length)? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? How was the procedure completed?

Event description:
It was reported that during a gastric bypass procedure, it was observed that the driver did not drive up all staples. Unknown how case was completed. There were no adverse consequences for the patient.